Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / essure migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge and urinary frequency. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2015, the patient experienced vaginal infection ("recurrent vaginitis"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), flank pain ("pain on right side") and dysuria ("dysuria"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, flank pain, vaginal infection, dysuria, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dysuria, flank pain, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for- pain essure insertion date provided in pfs : 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirm test: not specified perforation. Pregnancy test urine - on (B)(6) 2019: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / essure migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge and urinary frequency. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced vaginal infection ("recurrent vaginitis"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), flank pain ("pain on right side") and dysuria ("dysuria"). Essure treatment was not changed. At the time of the report, the uterine perforation, flank pain, vaginal infection, dysuria, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dysuria, flank pain, uterine perforation and vaginal infection to be related to essure. The reporter commented: patient received treatment for- pain essure insertion date discrepancy : (B)(6) 2003 (previously reported) diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirm test: not specified perforation. Pregnancy test urine - on (B)(6) 2019: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-apr-2020: essure model number changed from 205 to 305 as essure insertion date was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / essure migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge and urinary frequency. On (B)(6) 2003, the patient had essure (ess205) inserted. In 2015, the patient experienced vaginal infection ("recurrent vaginitis"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), flank pain ("pain on right side") and dysuria ("dysuria"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, flank pain, vaginal infection, dysuria, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dysuria, flank pain, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for- pain. Essure insertion date provided in pfs : 2012. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirm test: not specified perforation. Pregnancy test urine - on (B)(6) 2019: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs and mr received : events- "recurrent vaginitis, dysuria, dysmenorrhea (cramping), abdominal pain", reporter, lab data, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus / essure migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant) and flank pain ("pain on right side"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation and flank pain outcome was unknown. The reporter considered flank pain and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: yes. Results of confirm test: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury nos replaced with event perforation: uterus ,event essure migration clubbed with event perforation uterus, pain/pain on right side. Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.